Event description:
A home pt (hp) contacted baxter technical services to report a pinhole in chamber of cassette. Pinhole was noticed at end of therapy when hp was unloading supplies. There was no pt injury or medical intervention associated with this complaint. Sample was discarded.

Manufacturer narrative:
A batch review was performed and no issues were noted.